Event description:
The following was reported to hamiton medical ag: customer uses this hamilton c1 as a neonate vent. Had the vent on a patient in ncpap with a canula, the started experiencing technical event (B)(6). Subsequently there were alarms for a flow sensor calibrations to be preformed. Biomed had the vent in his shop and would periodically run the flow sensor calibration with it failing every time. No patient harm.

Manufacturer narrative:
Pressure sensor assembly was replaced, and software upgraded 3.0.2 to 3.0.3. Ran vent through all of service software, pre-op, and functional checks will all tests passing. Vent to be returned to service. Hamilton medical ag case number is: (B)(4).